Event description:
This lead was returned from medtronic, inc. With a medtronic mdrf. Per the following physician, this system was removed due to infection. This lead was replaced with a medtronic lead. Also associated with this system: lumos dr-t, MDR: 1028232-2008-00501.